Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The master tool manipulator (mtm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. During calibration test, the axis 6 pot and motor were not communicating the position of axis 6 properly, which caused error 23008. As a fix the axis 6 pot board and motor were replaced. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left master tool manipulator (mtm) was not responding. The surgeon stated it displayed a fault and would just float up. The site proceeded with the case using only one of the consoles. The technical support engineer (tse) noted the customer did not want to troubleshoot at the time of the call as the operating room (or) staff was proceeding with the case. Tse recommended that they hard power cycle the surgeon side console (ssc) after the procedure. Onsite was not connected at the time of call.